Event description:
The father's customer reported that the patient had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown. The father's customer wants the insulin pump replace. The father's patient was advised that the local representative is already on the way to bring the customer a back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.